Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he smelled insulin when he removed the reservoir from the insulin pump. Customer stated when he detaches the reservoir from the infusion set it was not wet and did not have this issue in the past. Customer also stated that he noticed air bubbles when he insulin pump gets cold and had to had to position the reservoir facing down to avoid the air bubbles. Customer stated he had to use 15 units of insulin to be able to remove the air bubbles for the tubing. Customer's blood glucose was unknown. Customer declined to do troubleshooting. No further information provided.